Event description:
It was reported that today the patient tried to change programs using their patient programmer. They got the poor communication so they changed the batteries, but still got poor communication. The patient was not being able to make adjustment both with or without the antenna attached. The patient programmer had not gotten wet or dropped. The programmer was not working with either antenna. No patient harm was reported. Two days later it was reported that the patient was not being able to make adjustment with or without the antenna attached with the replacement programmer. The patient was last seen about 1 year ago and they were on program 1 and the setting was around 1.5v or 1.6v. Analysis resoldered the antenna jack for preventive maintenance. C200. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va04drv, implanted: (B)(6) 2012, product type: lead. (B)(4).